Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting oversensing of noise during isometrics, pacing impedance measurements greater than 2000 ohms, and high pacing threshold measurements. The physician performed a revision procedure to successfully cap and replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.